Event description:
It was reported that (B)(6) 2012, the doctor was implanted a long term catheter via left ij vein and used the line to secure the catheter. The operation was successful. The nurse used the non-alcoholic iodophor to maintain. Date (B)(6) 2013, the patient came to hospital and told the doctor that his catheter was out of the position, the doctor checked and found the tissue in-growth present on the cuff and the catheter was detached from the cuff. The doctor extracted the cuff and catheter and change a new catheter.

Manufacturer narrative:
The complaint of a detached heat sleeve/ surecuff is confirmed. Gross and microscopic examinations confirm a complete separation of the heat sleeve/ surecuff from the catheter. At this time the mechanism of damage is undetermined. The detached heat sleeve/ surecuff was not returned for evaluation. A lot history review (lhr) of rewf1537 showed no other similar product complaint(s) from this lot number.